Event description:
It was reported to philips that the device had a battery malfunction. There was no patient involvement.

Manufacturer narrative:
Based on the information available, no problem detected. The device remains at customer site. The unit was charged and device is fully functioning. It has been concluded that no further action is required at this time.